Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 3/21/1998 at a retail vendor. She sought medical treatment on 3/24/98 for infection at sight of ear piercing. She was prescribed antibiotics.